Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for a total of 10 patient samples tested with the elecsys afp assay and the elecsys cea assay on a cobas e 411 immunoassay analyzer. Of the 10 samples, 6 had erroneous afp results and on had an erroneous cea result. The erroneous results were not reported outside of the laboratory. The first sample resulted afp values of 4.9 ng/ml on (B)(6) 2018 and 7.9 ng/ml on (B)(6) 2018. The second sample resulted with afp values of 3.5 ng/ml on (B)(6) 2018, 6.6 ng/ml on (B)(6) 2018, and 4.2 ng/ml on (B)(6) 2018. A value of 4.2 ng/ml was reported outside of the laboratory. The third sample resulted with afp values of 3.7 ng/ml on (B)(6) 2018, 10.9 ng/ml on (B)(6)2018, and 4.3 ng/ml on (B)(6) 2018. A value of 3.7 ng/ml was reported outside of the laboratory. The fourth sample resulted afp values of 18.3 ng/ml, 1.4 ng/ml, and 2.3 ng/ml on (B)(6) 2018. The sample was repeated on (B)(6) 2018, resulting with an afp value of 1.2 ng/ml. A value of 1.2 ng/ml was reported outside of the laboratory. The fifth sample resulted afp values of 1.6 ng/ml on (B)(6) 2018, 7.8 ng/ml on (B)(6) 2018, and 2.0 ng/ml on (B)(6) 2018. A value of 1.6 ng/ml was reported outside of the laboratory. The sixth sample resulted with afp values of 12 ng/ml on (B)(6) 2018 and 1.6 ng/ml on (B)(6)2018. The seventh sample resulted with cea values of 18.44 ng/ml on (B)(6) 2018, 4.18 ng/ml on (B)(6)2018, and 2.48 ng/ml on (B)(6) 2018. No adverse events were alleged to have occurred with the patients. The afp reagent lot number was 349490. The cea reagent lot number was 355404. The reagent expiration dates were asked for, but not provided. Precision studies were performed and the customer does not have any further issues.

Manufacturer narrative:
Qc for cea and afp were outside of acceptable range on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.